Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited noise. The lead was not used, and a new lead was implanted. There were no patient consequences.